Event description:
Patient reported that the v-go fell off on (B)(6) 2019 approximately after 2 hours when she was doing some work in her yard and bent a lot. The patient indicated that this same situation had happened before with several v-gos and that the patient lives in (B)(6) and sweat's a lot. The patient indicated that before placing the v-go she cleans the area with alcohol wipes and let it dry. The patient discarded the device in question.